Event description:
A hospital reported via a distributor that the y-piece connector of an rt204 adult dual-heated breathing circuit was missing the pressure port. This was detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
The rt204 breathing circuit has only recently been returned to fisher and paykel healthcare. An investigation is still underway. It is most likely that operator error has resulted in an incorrect y-piece connector, one without a pressure port, having been packed with this breathing circuit kit. This is most likely due to a fault in the line clearance process. A CAPA was implemented and new standard operating procedures (sops) put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changes as part of the line clearance procedure. The effectiveness of the improvements implemented are being monitored to determine if further improvements are necessary. A lot check revealed 1 other complaint of this nature for this lot number. Our monitoring and trending of events involving missing/wrong components in breathing circuit kits has a rate in the last year.